Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 77mm abdominal aortic aneurysm. 6 endo anchors were also placed prophylactically for a 50+ degree angle in the infrarenal neck and moderately short  aortic neck. It was reported that during the procedure there was a blush noted of unknown origin.  It was reported the patient had a CT scan performed 6 days later which showed stent graft infolding and a type ia endoleak. The patient was brought back to the or with plans for intervention, but the angiogram performed showed no endoleak so no intervention was performed. The physician stated that follow up CT looked good, with no endoleak. It is believed that the stent graft had folded up on itself and sealed like it would around a chimney ¿ just without the chimney. Per the physician the cause of the event was oversizing . It was commented that during the index procedure, more ballooning of the stent graft could have been performed before placing endoanchors.  No additional clinical sequalae  were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported stent graft infolding and endoleak were confirmed on the films provided. It is most likely that the infolding was a result of oversizing, as noted by the physician. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. Implanting a 32mm diameter bifurcate into a proximal neck flow lumen ranging from 23-24mm in diameter, led to the infolding , which most likely occurred initially during implant. The reported endoleak most likely occurred due to the infolding. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. Analysis of the returned films did not reveal any stent graft integrity issues. It is most likely that implanting a 32mm diameter bifurcate into a proximal neck flow lumen ranging from 23-24mm in diameter led to the infolding, which likely occurred initially during implant. The reported endoleak most likely occurred due to the infolding. Analysis of the returned films did not reveal nay stent graft integrity issue. B5; additional information recieved: it was confirmed the latest CT showed infolding of the stent graft but no endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.